Manufacturer narrative:
H10 - no product samples were returned and no photographs or videos were provided for investigation. Therefore a comprehensive failure investigation was unable to be performed and a probable cause cannot be identified based on the information provided. The DHR lot number review did not identify any non conformances that would have contributed to the reported complaint. Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a 60" smallbore ext set w/microclave®, clamp, spiros® w/red cap, that while preparing to start infusion, blood started backing up to line and leaking out of spiros cap or tubing connections. New chemo was prepared for the patient. There was no harm reported as a result of the reported event.